Event description:
It was reported that a spectrum infusion pump was alarming system error 105. It was also reported that ther was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the system error 105 caused by severed motor mount screws. The motor assembly and severed mount screws were replaced.